Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. During investigation the device was started in application, and no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure. No fault found.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a double beeping alarm when batteries are inserted for the first time. There was no patient involvement.